Event description:
It was reported that the sheath was difficult to remove. A 5fr introducer sheath was selected for use in a trans-arterial chemoembolization (tace) procedure. Vascular access was obtained via a puncture of the right common femoral artery (cfa). The introducer sheath was advanced into the artery over a standard 0.035 guidewire. A non-bsc diagnostic catheter was advanced over the guidewire and torqued 360 degrees. At this point it was observed that the catheter could not be retracted, and a guidewire could not pass through it. A 0.018 non-bsc guidewire was attempted for use, but was unsuccessful. The catheter was managed to be removed with difficulty, and a new .035 non-bsc guidewire was advanced into the aorta. It was then observed that the catheter was completely twisted on itself. The sheath was then removed, however, it was crumpled and difficult to remove. A new 5fr introducer sheath was selected for use. There was difficulty advancing the sheath into the vessel. The sheath was observed to have coiled up under the skin which resulted in a hematoma. A new 5fr sheath was selected for use. The procedure was then able to be completed without further incident. There were no further patient consequences. The patient was expected to fully recover.

Manufacturer narrative:
Device eval by MFR: the device was returned and analysis completed. A 5fr introducer sheath was received for technical analysis. A sheath, dilator, guidewire and non-boston scientific angiographic catheter were returned. Visual examination revealed that the sheath was deformed in a bellows-like appearance over a 50mm area from the sheath tip and that the base of the sheath had also been deformed in the same way. The non-bsc catheter was stretched out and collapsed from 40 mm to 180 mm from the tip of the catheter.

Event description:
It was reported that the sheath was difficult to remove. A 5fr introducer sheath was selected for use in a trans-arterial chemoembolization (tace) procedure. Vascular access was obtained via a puncture of the right common femoral artery (cfa). The introducer sheath was advanced into the artery over a standard 0.035 guidewire. A non-bsc diagnostic catheter was advanced over the guidewire and torqued 360 degrees. At this point it was observed that the catheter could not be retracted, and a guidewire could not pass through it. A 0.018 non-bsc guidewire was attempted for use, but was unsuccessful. The catheter was managed to be removed with difficulty, and a new .035 non-bsc guidewire was advanced into the aorta. It was then observed that the catheter was completely twisted on itself. The sheath was then removed, however, it was crumpled and difficult to remove. A new 5fr introducer sheath was selected for use. There was difficulty advancing the sheath into the vessel. The sheath was observed to have coiled up under the skin which resulted in a hematoma. A new 5fr sheath was selected for use. The procedure was then able to be completed without further incident. There were no further patient consequences. The patient was expected to fully recover.